Event description:
On 24-mar-2026, it was reported by a sales representative via (B)(4) that an ar-9239ag univers vaultlock augmented glenoid 4.5 mm inferior drill was extremely worn. This was discovered during an eclipse procedure with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.